Manufacturer narrative:
Replacement breast shields were sent to the customer. On (B)(6) 2017 the customer spoke with a medela clinician and stated that she had seen her physician and was diagnosed with a yeast infection. On (B)(6) 2017 the customer spoke with the medela clinician again and confirmed that she was prescribed nystatin to treat the yeast infection. On (B)(6) 2017 the customer spoke with the medela clinician once again and reported to the clinician that she was feeling better overall after using the nystatin. She also stated that the replacement breast shields she received are fitting more comfortably. The original breast shields were received by medela on 03/27/17. A product evaluation had not been completed as of the date of this report. It cannot be definitively concluded that the pump caused or contributed to the customer¿s yeast. Reported issues of yeast are under investigation in ir13-(B)(4).

Event description:
On (B)(6) 2017, the customer reported to medela customer service that she was experiencing redness and pain when pumping with her pump in style breast pump. She stated that she had tried 3 different sized breast shields and was still having the same issue.